Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was asleep and was awaken around 0800-0900. His wife called an ambulance. When ems checked his fingerstick it was 30-31mg/dl and the dexcom was showing egv 76 mg/dl. He couldn't remember having any symptoms since he was unconscious. He said he thinks the dexcom alerted her wife when he reached the low alert set to 90 mg/dl. Paramedics gave him an IV while he was carbohydrates. Paramedics left around 1000 and his egv was 157 mg/dl while the bg was 101 mg/dl. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found. A probable cause could not be determined. The customer's complaint was confirmed because the device failed testing. No additional patient or event information is available.